Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that there was no damage observed to the echelon or navien catheter observed; after echelon entered navien, it could not continue to be sent out the navien tip end. The resistance was particularly large. The navien was stocked up for the hospital (the medical staff did not pay attention to the expiration date at the time). The hospital did not allow inventory to be counted. Currently, took the method as following up with the warehouse staff, and took photos twice a month to follow up on the product expiration date. The physician did not know before use that the product was expired. The procedure was completed by replacement of new access system.

Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition: the navien catheter and echelon-10 catheter were returned for analysis within a shipping box and a plastic bio-pouch. The echelon-10 catheter was returned within the navien catheter. Damage location details: the echelon-10 catheter was found extending out from within the navien catheter hub for ~52.0cm. No damages were found with the navien catheter hub. No bends or kinks were found with the navien catheter body. The navien catheter distal tip was found to be in good condition. No damages were found with the echelon-10 catheter hub. No bends or kinks were found with the echelon-10 catheter body. The echelon-10 catheter distal tip was found to be in good condition. Testing/analysis: the navien catheter was flushed, and the echelon-10 catheter was removed from within the navien catheter without issue. The echelon-10 catheter was flushed, water exited from the distal tip. An in-house mandrel was inserted through the echelon-10 catheter without issue. The echelon-10 catheter was inserted through the navien catheter without issue. Conclusion: based on the device analysis and reported information, the customer¿s report could not be confirmed. No defect was found with the returned devices, and no issues were encountered during testing. The cause of the reported event could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an echelon micro catheter that got stuck in the navien distal access catheter. The patient was undergoing an intracranial aneurysm embolization procedure via femoral access. Vessel tortuosity was moderate. It was reported that the devices were prepared and catheter was flushed per the instructions for use (IFU). The echelon micro catheter was introduced in the navien distal access catheter for delivery but the middle of the echelon catheter experienced resistance in the distal end of the navien catheter. The echelon then could not be withdrawn from the navien, necessitating the withdrawal of the entire system. There was no harm or injury to the patient associated with this event.

Manufacturer narrative:
Continuation of d10: product ID: rfx058-125-08 (lot: b349268); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.